Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4) - the proximal segment of the lead was returned, analyzed and no anomalies were found, concomitant products: product ID d154awg, implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2007; product ID 5076-52, implantable pacing lead, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited intrinsic r wave undersensing. In addition the patient reported tha the lead was frayed. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.